Event description:
This spontaneous report was received from a mexican physician and concerns a male patient. He was injected with radiesse(+) into the lower jaw (off label use of device). In the area of the lower jaw, the physician put 2 purple dots and travelled to the area of the jaw to perform definition and right where the lower lateral artery was. As reported it went up through the lip and through the nose. After the radiesse(+) injection, the patient experienced that area where the lower lateral artery is and that goes up through the lip and through the nose was blocked. The physician checked the inside and noted that radiesse(+) was in the mucosa. It was inflamed and controlled. On (B)(6) 2023, at the day of this report, the physician treated the patient with hyaluronidase and heat. The outcome of the events was unknown. Follow-up information was received on 24-oct-2023: the reported term of the event vascular occlusion was changed from "area was blocked" to "occlusion". The reporter informed that after detecting the occlusion, the patient was treated with hyaluronidase but not the total corrector brand (they did not have stock), but the generic ones, and drainage points were opened with therapeutic led light for 4 minutes and 20 minutes of onyx radiofrequency. Lastly, carboxy therapy at the central vein was applied that went down from the front so that the labial vein was possibly pushed from above and unblocked. The next day, the patient was already feeling well, but the physician repeated the procedure. The patient was scheduled for a third appointment, but the patient did not show up and declared that he already felt fine. As reported, the patients circulation and face were fine and the events were resolving satisfactorily, it seemed as a total recovery without sequelae. The outcome of the events was reported as resolving (changed from unknown).

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant could not be reviewed, as the lot number was not reported.

Event description:
Follow-up information was received on 28-nov-2023: the patient was in perfect condition, progressing successfully with hyaluronidase, heat through capacitive radiofrequency and carboxytherapy. As reported, just in the first dose there was a 75 percent change. A second dose was applied the day after and the occlusion was completely corrected. The outcome of the events was reported as resolved, in 2023 (changed from resolving).